Manufacturer narrative:
One cadd administration set from part number 21-7364-24 was received in decontaminated condition inside a plastic bag with its original sealed packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No damages nor workmanship defects were found. The sample returned was tested using an hydrostatic vessel. No leaks were found fleeing from any of the joins, thus the reported leaking issue was unable to be confirmed. There was no fault found with the returned sample.

Event description:
Information received a cadd administration set was leaking tpn as result of broken tubing set. This leakage in turned caused electrical failure and incomplete medication administration. No patient adverse events reported.